Event description:
Customer reportedly received results of hi and 101 mg/dl within 10 minutes on the advantage system. No blood glucose symptoms reported with these results. No action taken based on device results. Controls were run and out of range. No adverse event reported. Requested return of suspect device and replacement was sent.